Event description:
Potential atrial undersensing and atrial events appear to be falling in blanking/refractory or undersensed at times possibly triggering at/af device classified termination of at/af(atrial tachyarrhythmia / atrial fibrillation) event in progress. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).